Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." Tandem¿s user guide describes how to remove residual air from the cartridge prior to use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) ranged from 292 mg/dl to over 500 mg/dl. Manual injections were used to address bg. Reportedly, the pump supplies were in use for more than 3 days. Additionally, residual air was not removed from the cartridges prior to use. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer changed the pump supplies to address the issue and switched the type of infusion set used.